Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was eating lunch and was getting ready to bolus and the down button was unresponsive. She removed the battery for 5 to 10 minutes and the alarm occurred when a new battery was inserted. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.